Manufacturer narrative:
Device evaluation: one used and two sterile devices were returned for evaluation. The used device exhibited a break at the distal end of the anchor confirming the customer complaint. The break is consistent with contact with hard bone. Due to this observation no root cause related to the manufacturing process can be established. (B)(4).

Event description:
During a rotator cuff repair utilizing the twinfix ultra ha 4.5 w/2 ub (wh & blue), it was reported that the tip of the anchor broke in half in the bone of the patient¿s shoulder. The anchor site was prepped with an awl dilator. The surgeon stated that the anchor was very brittle and broke easily. No pieces were left inside the patient¿s shoulder. The procedure was completed with a backup device and inserted into the same hole. The patient's bone quality was reported as normal. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: testing was completed on two returned sterile devices. Anchors were tested in 30 pcf bone block, simulating the worst case bone for rotator cuff repairs. Each anchor was inserted per the instructions for use by drilling a pilot hole and then using the appropriate dilator on that same hole. Both anchors passed the acceptance criteria. Although the patient¿s bone quality was reported as normal, bone harder than expected may have been encountered. Based on the evidence provided and the subsequent testing, no root cause related to the manufacture of the device can be established. The instructions for use states: ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the awl-dilator to better prepare the bone for the anchor.¿ (B)(4).